Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: australia. Review of the most recent repair record determined the ratchet handle was stuck. The bottom roll, gear, and spring pin were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, ratchet handle was broken, ratchet is loose and can't be used to release the mesher board. Further it was noted the handle can't perform the up/ down motion. There was a patient involved but no impact or delay reported. An alternate device was available to complete the procedure. Due diligence information complete.